Event description:
It was reported that the fiber broke from the middle while the doctor was firing the laser, which resulted in damaging the flexible ureteroscope. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke from the middle while the doctor was firing the laser, which resulted in damaging the flexible ureteroscope. The procedure was completed with another device. There were no patient complications.